Manufacturer narrative:
We checked the returned unit and confirmed that the air/water nozzles glue missing. Based on the result, we concluded that it was caused due to the excessive force applied on the air/water nozzle. In addition, we confirmed that the operation channel resistance, and the root brace rubber cracked ; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail to canada as gfe, as the location of the missing air/water nozzles is unknown, the MDR was assessed to be submitted based on the results of the technical report and risk analysis.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.